Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left shoulder revision 1 month ago to convert from anatomic to reverse shoulder arthroplasty. A pmi request was submitted a few days after the surgery for a vrs because patient has bone loss, and implant was suspected to be drifting.

Event description:
It was reported that a patient underwent a left shoulder revision 1 month ago to convert from anatomic to reverse shoulder arthroplasty. A patient matched implant request was submitted a few days after the surgery because patient has bone loss, and implant was suspected to be drifting.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the previous root cause of the investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.